Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while on the machine. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024. It was explained the patient¿s family did not specify the exact cause of death to the outpatient clinic, but they inferred his passing was due to his heart disease. It was affirmed the patient was connected to his liberty select cycler at the time of death. Emergency services were not activated, and the patient was pronounced deceased in his home by a coroner. It was confirmed, though the exact cause of this event remains unknown, the patient¿s death was attributed to cardiac disease with no indication of pd involvement or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On 6/feb/2024, patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while on the machine. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024. It was explained the patient¿s family did not specify the exact cause of death to the outpatient clinic, but they inferred his passing was due to his heart disease. It was affirmed the patient was connected to his liberty select cycler at the time of death. Emergency services were not activated, and the patient was pronounced deceased in his home by a coroner. It was confirmed, though the exact cause of this event remains unknown, the patient¿s death was attributed to cardiac disease with no indication of pd involvement or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Correction: b1

Event description:
On (B)(6) 2024, patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while on the machine. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024. It was explained the patient¿s family did not specify the exact cause of death to the outpatient clinic, but they inferred his passing was due to his heart disease. It was affirmed the patient was connected to his liberty select cycler at the time of death. Emergency services were not activated, and the patient was pronounced deceased in his home by a coroner. It was confirmed, though the exact cause of this event remains unknown, the patient¿s death was attributed to cardiac disease with no indication of pd involvement or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Safety clamp operation test passed. Voltage verification test passed. Patient sensor check passed. Test pump test passed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 6/feb/2024, patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while on the machine. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on(B)(6) 2024. It was explained the patient¿s family did not specify the exact cause of death to the outpatient clinic, but they inferred his passing was due to his heart disease. It was affirmed the patient was connected to his liberty select cycler at the time of death. Emergency services were not activated, and the patient was pronounced deceased in his home by a coroner. It was confirmed, though the exact cause of this event remains unknown, the patient¿s death was attributed to cardiac disease with no indication of pd involvement or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The exact cause of this patient¿s adverse event cannot be determined at this time; however, there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.